Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Information contained in this report was previously submitted through psr on 22/jan/2015. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported left side "the left side is higher than the right," and "they have no feeling in their nipple." Patient also reported capsular contracture, baker grade iii. Healthcare professional confirmed left side capsular contracture, baker grade iii. The device has been explanted.

Event description:
Patient reported left side "the left side is higher than the right," and "they have no feeling in their nipple." Patient also reported capsular contracture, baker grade iii. Healthcare professional confirmed left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening, brown particles on the surface of the shell. A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.